Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. The computer was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system got a sr manager failure when starting up the system. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer received a sr manager error at start up and after starting the digital intercommunication of medicine (dicom) program which caused the system to re-boot. A software failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system got a sr manager failure when starting up the system. No patient was present at the time of the event.